Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer cleared the alarms and resumed insulin delivery. The customer declined troubleshooting with tandem's technical support. Customer's blood glucose level was not impacted.